Event description:
It was reported that after a right hemicolectomy procedure, the patient presented a fistula at the anastomosis site. The surgeon claims this happened due to the poor alignment of the staple line. The patient has been hospitalized for two weeks. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.